Manufacturer narrative:
The device is expected to be returned. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a cover screw that is inserted into the glidewell ht implant ø5.0 x 10 mm seized the implant and did not unscrew when the implant was ready to be resorted. The patient's bone quality is type ii and the patient's oral hygiene is reported as good. The patient presented on (B)(6) 2024 for a primary procedure on tooth #18. The patient returned on (B)(6) 2025, upon examination the provider noticed that when exposing the implant, the cover screw did not unscrew and became one with implant, when attempting to unscrew the implant came out. After the implant was removed a bone plug was put in the socket and sutured, implant replacement has not yet been performed. No reports of patient harm or injury. It is reported that the patient is a healthy individual.

Manufacturer narrative:
Additional information: h11. The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for lot#6220385 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. The stock product for lot#6220385 is not applicable for review since the issue is customer related investigation methods/results. Customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause description. A root cause cannot be explicitly determined. It is unknown if the customer was using the correct respective mating part (straumann bone level nc). The manufacturer internal reference number is: (B)(4).